Event description:
It was reported that the indicated battery charge of a device dropped by 40% in a short period of time. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer continued to use the pump for insulin therapy.